Event description:
On (B)(6) 2019, neotract was made aware of a prostatic urethral lift (pul) that occurred in (B)(6). It was reported that one (1) implant didn't deploy properly. Neotract investigation of the returned device indicated that a 25mm needle tip was missing. On (B)(6) 2019, neotract reached out to the physician requesting additional information regarding the missing needle tip. On (B)(6) 2019, neotract received additional information that physician believes that the fractured needle was removed during the pul procedure, and there was no patient injury resulting from the fractured needle tip.